Manufacturer narrative:
The following information was received, the dissection was no caused by the smart control, the dissection was observed when the smart control stent was trying to be deliver. A destination,terumo sheath was used in the procedure. The size of balloon used is unknown. It is unknown how much of the stent had been pre-maturely deployed. It is unknown if any attempt was made to re-capture it. It is unknown if there was any difficulty removing the sds from the patient. The product was inspected and prepped according to the instructions for use. It is unknown if there was anything unusual noted about the stent delivery systems prior to use. It is unknown if films are available for review. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that the stent of a 6 x 150mm smart vascular stent delivery system (sds) partially deployed while it was being advanced. The device was removed and the procedure successfully completed with another sds with no reported patient injury. The event involved a patient undergoing a percutaneous intervention on a target lesion located in the superficial femoral artery and described as a chronic total occlusion (cto), 100% stenosed, heavily calcified and tortuous. The patient¿s vasculature was access via a contralateral approach with a non-cordis sheath and a non-cordis guiding catheter. The iliac bifurcation was described as tortuous and heavily calcified. The site reported that the smart sds had been inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the sds prior to use. Friction was experienced while advancing the sds and the outer sheath had apparently become stuck within the iliac artery. Force was applied to overcome this issue and the stent was noted to have partially deployed. It addition during this advancement, the physician noted that the stent had partially deployed and that a vessel dissection was present. The site reported that the vessel dissection was noted during the sds delivery but was not caused by the smart sds. The device was removed and the procedure successfully completed with another sds with no reported patient injury. It is unclear from the report how much the stent had deployed, whether it was implanted and whether attempts were made to retrieve this potentially deployed stent. Attempts to obtain more information about this event or angiographic films have been unsuccessful. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU states that the use of this device is contraindicated in patients with highly calcified lesions. It further instructs that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Based on the information available for review, there are vessel characteristics (calcified and tortuous bifurcation) and procedural factors (use of force) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant products: unknown sheathless guiding catheter, unknown balloon to dilate the vessel. (B)(6). Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the superficial femoral artery, it was reported that a smart stent was delivered to the lesion with dissection. The bifurcation was tortuous with heavily calcified so there was friction during stent delivering. The outer sheath got stuck with the friction at the iliac artery when it was pushed into forcibly and it was confirmed that the stent was prematurely deployed. Therefore, it was exchanged for a different stent (unknown). The procedure was finished successfully and there was no reported patient injury. Initially, a contralateral approach was made and a guiding catheter (sheathless guiding catheter) crossed the lesion. An unknown balloon was inflated. The lesion was heavily calcified and tortuous. The rate of stenosis was 100%.(cto). The product will not be retuned for analysis.